Event description:
It was reported that the pulse generator exhibited a set screw anomaly, no -click- sound was heard. The entire set screw came right out. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.